Event description:
It was reported that there was a return of pain. The patient reports the stimulator has been ineffective in managing symptoms additionally, they experience discomfort due to the mobility of the device, particularly when assuming a seated or supine position. They describe a sensation as if the battery is attempting to come out of the skin. They also note a pinching sensation on the right side when sitting down. The device was explanted. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.